Event description:
A customer reported a malfunction on their pump, specifically with a malfunction code identified as malf 16, but no notable events occurred prior. The details regarding any impact on the customer's blood glucose level were not provided. Tandem technical support arranged for the replacement of the faulty pump and confirmed that it was under warranty. The customer was instructed to use mdi as a backup therapy to ensure insulin delivery continued during this process. Technical support provided guidance on putting the malfunctioning pump into storage mode and instructed the customer on the return process to avoid charges. The replacement pump, which included updated software, was sent to the customer, who acknowledged the need to program settings and connect their cgm to the new device.